Event description:
Olympus medical systems corp. (Omsc) found that during the incoming inspection of the subject device, the air/water nozzle was clogged with foreign material such as fluff.the reprocessing method of the subject device at the user facility is unknown.the occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, and also found the subject foreign material had the same composition as cellulose and had the same characteristics as paper by magnified observation. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the foreign material had entered from the outside because cellulose was not a component derived from the endoscope. In addition, although the specific origin of the foreign material could not be identified, it was surmised that when a material that easily shed fluff was used for wiping up after rinsing, the fallen fluff might have invaded into the air/water channel and clogged therein. If additional information is received, this report will be supplemented.